Manufacturer narrative:
The customer troubleshot with technical support. The customer stated that the central processing unit (cpu) was replaced and the ventilator was returned to use. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that while in use the ventilator turned off. There was no patient harm reported. The event date was not specified; estimate used.